Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer (fse) found that the station¿s ip address needed to be verified. Connections were checked, and a data sync was performed on the station. The data sync service setting was re-enabled, and the station was rebooted multiple times to confirm functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, device was kept losing communication with server and showed offline on remote smart service. The network team verified the ip address, and everything appeared to be functioning correctly on their end. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.